Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported via a manufacturer representative (rep) that she was admitted to the hospital as she fainted and had internal bleeding on (B)(6) 2016. The trial began a day prior. She passed out and fell during the advanced trial and developed a hematoma. She was under the surgeon's care at the hospital. It was unknown if it was from the fall or procedure and if the issue resolved. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.